Manufacturer narrative:
Pump received with normal operating currents. No unexpected power loss or replace battery now alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 12.4 mmol/l. The customer states received the replace battery now alarm on pump without prior low battery. The customer states this was the third occurrence this morning. Pump alarms every hour replace battery now without prior low battery. The insulin pump will be returned for analysis.